Manufacturer narrative:
H6: investigation summary it was reported that the mrsa strains would grow colorless. Complaint history review: the complaint history was reviewed. During this period, seven (7) complaints were reported for this batch for performance related issues. As a trend was identified, further investigations were performed. Batch history record (bhr) review: the batch history record review showed that a supplement control was performed from 08:45am to 03:45pm. The affected plates from the complaints were produced between 10:58am and 11:01am. Within the bhr it was documented that the supplement control was performed during this timeframe. Sample analysis: picture sample was provided showing yellowish growth on the media. An analysis of growth promotion for the media was performed on retention samples for batch 0308828 and no deviations were detected. Evaluation results: at this stage of our investigation, we have excluded any systemic failure in our production process. The qc performance test showed an excellent growth of the mrsa strains. During further evaluation it was detected that all complained plates were produced during the timeframe 10:58am to 11:01am. As per the batch history record review, during this timeframe a control of the supplement pump was performed. The most probable root cause was defined as follows: as the supplement is generating the mauve coloration of the mrsa strains, it was concluded that the supplement pump was turned on too lately during production. A gemba walk (an action of going to see the actual process) was performed within the production line and it could be confirmed that an erroneous use of the supplement pump can lead to mis-dosage of the media for a certain timeframe. Therefore, the description of this process will be updated with pictures and attached to the working place of the production operators to minimize the occurrence. Investigation conclusion: based on the evaluation of the reports, the complaint was confirmed. H3 other text : see h10.

Event description:
It was reported while testing with bd bbl¿ chromagar¿ mrsa ii false positive results were obtained and other staph grew. Results were confirmed with new qc organism. There was no report of patient impact.

Manufacturer narrative:
Common device name: culture media, antimicrobial susceptibility test, excluding mueller hinton agar a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing with bd bbl¿ chromagar¿ mrsa ii (B)(6) results were obtained and other staph grew. Results were confirmed with new qc organism. There was no report of patient impact.